Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to bending overload.

Event description:
It was reported patient underwent a right clavicle procedure on (B)(6) 2012. When surgeon was inserting the clavicle pin the pin snapped and fractured. Another pin was used to finish the procedure with no delay or patient injury.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Evaluation in process but not yet complete.